Manufacturer narrative:
(B)(4). Date sent: 12/10/2025. D4: batch #516d16. Corrected data: d4: primary UDI number. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was received unfired, with the swing tab in the unlocked position. Upon visual inspection, one staple was noted missing along the staple line. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The device fired without any difficulties, the staple line and cut line were complete, and the staples met the staple form release criteria. It is possible that improper handling of the reload caused the staple to fall out, and proper handling instructions should be used when removing and reloading cartridges into the device. Please reference the instructions for use for more information. 100% inspection is performed by means of an automated vision system to ensure staples presence. The event described of would not fire could not be confirmed as the device was returned without detectable damage and it performed without difficulty. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Based on the results of this investigation , it was determined that the product met the manufacturing release criteria. A manufacturing record evaluation was performed for the finished device batch number 516d16, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the stapler was closed and then reopened. Several unformed staples were seen. Stapler would not fire after this.

Manufacturer narrative:
(B)(4). Date sent 11/12/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.